Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.

Event description:
It was reported that inaccurate cco and cci values were observed during use. This occurred when the customer changed the device from the flotrac to the swan-ganz catheter. The indicated ci value was 6.0 l/min/m2 and co value was 12.0 l/min. The expected ci value was 3.0 l/min/m2 and co value was 6.0 l/min. Inaccurate waveform was not observed, and the value and waveform matched. Therefore, co was measured by bolus mode and the expected value was shown. The patient was not treated based on the incorrect value. An error message was not observed. There was no occlusion, leakage or kink noted in the catheter. The value was not affected by the patient condition. Patient demographic information requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe and 3 three-way stopcocks was returned for evaluation. No fault messages appeared on the lab vigilance ii monitor when the catheter was connected. The thermistor was found to read 36.9 c when submerged into a 37.0 c water bath. The catheter ran cco in 37.0 c water bath on vigilance ii monitor for 5 minutes without error. The thermistor and thermal filament circuits were continuous, there were no open or intermittent conditions. No visible inconsistency was observed on eeprom data. Resistance value of the thermal filament circuit was within specification, measuring 39.18 ohms. Both the thermistor and thermal filament connectors were opened and no visible inconsistencies were found. No visible damage to the catheter body, balloon, or returned syringe was observed. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. Balloon inflation testing was performed using returned syringe with 1.5 cc air. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. The lot number was obtained from the eeprom data; therefore, a device history record review was completed and documented that device met all specifications upon distribution. Customer report of cco and cci measurement issue could not be confirmed during the analysis. The device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time. Complaint trending will be monitored to determine if additional actions are required. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. Patient parameters should correlate with the patient¿s clinical manifestations. In this case it is unknown whether any user or procedural factors may have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.